Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic incisional herniorrhaphy incarcerated, when clipping or fixing the screen to the cooper ligament, the clips did not fix, causing the stem breakage. Exchanging the stapler for another one was done to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional herniorrhaphy incarcerated, when fixing the screen to the cooper ligamen t, the tacks did not fix, causing the stem breakage. They exchanged the tacker for another one to complete the case. There was no patient injury.